Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the limb ischemia was determined to be due to the use of a larger sheath than what is provided by abiomed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella cp device for mechanical circulatory support as pre-operation placement. During support, the patient experienced limb ischemia. This was resolved when the venoarterial extracorporeal membrane oxygenation (va ECMO) was removed and blood was sent from the side tube of the 16fr sheath to the anterograde sheath. No further information is available.